Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted the case was swollen in the area of the high voltage capacitor. A review of the device memory confirmed a fault, recorded on (B)(6) 2018, due to the charge time limit having been exceeded. The case was removed, and the battery voltage measured 3.039 volts. The diagnostic data spreadsheet shows abnormal cell depletion that resulted in the observed long charge times and inadequate energy output.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been checked four months ago, where the battery status was showing five years remaining. A few months later, the ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, and was showing battery capacity depleted. Most recently, the ICD also exhibited an alert indicative of the capacitor charge time exceeding the limit. The device was explanted. No additional adverse patient effects were reported.